Event description:
When trying to remove the sheath they encountered resistance. Two staff members tried pulling it out with no success. Physician then tried to pull it out and it snapped and a portion of the device remained in the patient. The patient was moved to another facility and the portion of the device was removed. Patient and procedural information have not been provided to date.

Manufacturer narrative:
A voluntary medwatch was received along with additional information. Please note the user facility number is (B)(4). The patient had a cardiac cath. At the end of the procedure, in the holding area the nurse went to remove the sheath (5fr. Avanti hemo .038 arterial catheter sheath) and met resistance. She had another employee and then the physician attempted to remove. He tried to put a guidewire back in and was unable. Physician pulled and the sheath snapped. Eight cm remained in the patient's artery. Patient was transferred to another facility for removal. Distal portion of the sheath came out while mid and proximal segment was stuck in fascia. Prolonged pressure dressing provided and patient achieved hemostasis. It was reported that extraction was successful. The patient is a (B)(6) female. The product was properly inspected and prepped and no anomalies were noted. Access was made in the right femoral artery. There was no difficulty inserting the device into the vessel although there was a lot of scar tissue noted from previous procedures. A 3 mm j .035 wire was used in the procedure. A left heart cath was being performed. Multiple catheters were passed through the device during the procedure including a jr4/jl4 and pigtail catheter. The sheath was noted to be inserted into the patient's vasculature for 11 minutes. There was no reported damage to the vessel. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
As reported, when trying to remove a sheath, resistance was met and the device broke with a portion of the device remaining in the patient. The patient was moved to another facility and the portion of the device was removed. Additional information obtained via voluntary medwatch indicated that at the end of a cardiac catheterization procedure, "in the holding area the nurse went to remove the sheath (5fr. Avanti hemo .038 arterial catheter sheath) and met resistance. She had another employee and then the physician attempted to remove. He tried to put a guidewire back in and was unable. Physician pulled and the sheath snapped. Eight cm remained in the patient's artery. Patient was transferred to another facility for removal. Distal portion of the sheath came out while mid and proximal segment was stuck in fascia. Prolonged pressure dressing provided and patient achieved hemostasis. It was reported that extraction was successful. The patient is a 79 year old female. The product was properly inspected and prepped and no anomalies were noted. Access was made in the right femoral artery. There was no difficulty inserting the device into the vessel although there was a lot of scar tissue noted from previous procedures. A 3mm j .035 wire was used in the procedure. A left heart cath was being performed. Multiple catheters were passed through the device during the procedure including a jr4/jl4 and pigtail catheter. The sheath was noted to be inserted into the patient's vasculature for 11 minutes. There was no reported damage to the vessel". The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the information provided, there are possible vessel characteristics ("a lot of scar tissue noted from previous procedures") that may have contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.